Manufacturer narrative:
Unit was not received in manufacturing mode. Unit was received with missing retainer. Tested with a test p-cap and the test p-cap did not lock in place properly due to missing retainer. Unable to perform displacement test due to missing retainer. Unit was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, peeling and scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, cracked reservoir tube lip, missing serial number label, peeling end cap address label and slight corrosion in battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that clear plastic ring that sits on top of the reservoir compartment keeps coming off. Customer¿s mother states that they are able to put the plastic ring back on the reservoir compartment and lock the reservoir in place. Customer¿s blood glucose was unknown at time of incident. Customer advised to discontinue use of the pump and revert to backup plan. Insulin pump will be return for analysis.